Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The test result window was blank. The customer has thrown away the test cassette and box in question. The customer could not send a picture of the test cassette in question or provide the lot number off the box.